Event description:
Information was received indicating that this smiths medical cadd administration sets experienced under infusion of medication "by an estimated 10 ml". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.